Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed irregular stress such as strong twisting operation of the bending section to left and/or right while the bending section was fixed or sudden angulation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the bending section was broken and inner metal parts was sticking out from the inside of the bending section. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.